Event description:
It was reported the hf-resection electrode "plasmaloop" was found on the urology cart with a small piece of brown paper or something similar. The item was not opened or used prior and this malfunction was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.